Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The cmos battery may need to be replaced but the customer is not ready to make that decision. No further information is available at this time. The system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the navigation system fails to boot on a few attempts. The customer noted that no keyboard was attached at the time of the call. No patient injury was reported.